Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
It was reported the patient had the pump ¿go out¿ on her in 2014, and it was unknown why this occurred. The patient did not know to listen for an alarm. The pump began beeping 3 days before the pump ¿went out.¿ the patient was throwing up, shaking, hot and cold, and could not sit still. The paramedics had to come get her and take her to the emergency room (ER). They did a dilaudid drip twice, which did not help, and sent her home. The medications being delivered via the pump were fentanyl, clonidine, baclofen, and dilaudid. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.